Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 364 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer was performed self test and it did not pass. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pump passed the self test and the displacement test. No unexpected software low level failures, the motor arm cannot communicate with the main arm or a hardware low level failures alarms noted during testing however, the downloaded history files confirmed software low level failures the motor arm cannot communicate with the main arm alarms due to a software error and hardware low level failures is found in the downloaded history files due to broken pin 6 trace at u1 on the keypad assembly.